Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. It is unk whether or not the device may have caused or contributed to the event based on the info currently available. Furthermore, no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.

Event description:
Attorney reported: (B)(6) 2006: pt was implanted with a bard composix kugel mesh during a hernia repair surgery. On (B)(6) 2008: pt suffered severe injuries and composix kugel patch was removed. After hospitalization recovery, pt was discharged to her home for further recovery. Pt has suffered and will continue to suffer physical pain. Pt was seriously and permanently injured.